Manufacturer narrative:
Correction: h6 - method code: in earlier report, 4114 should have been entered instead of 4117.

Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that ipg had been turning and tilting in the ipg pocket and patient experienced pain at ipg site. Surgery occurred on (B)(6) 2020 during which the ipg pocket was made deeper to address the issue. During the same surgery, the ipg was also explanted and replaced due to a different issue as documented in per (B)(4).